Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received for the analysis, results of the sample analysis will be provided in a supplemental report.

Event description:
The customer reported that there was still some air in the cuff although the cuff deflated before intubation. The customer reported this was discovered prior to patient use.